Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with a grade of 4. The distance from the mitral valve was too small, so the m and a knobs were used. There were many chordae tendineae and the clip became tangled several times. The clip was inverted twice to free the clip from chordae. However, it was later noted when grasping the leaflets that the posterior gripper would not lower. Troubleshooting was performed but the issue persisted. The clip was removed with no reported issue. Anther clip was used to complete the procedure, reducing the mr to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All information was investigated, and the returned device analysis was unable to confirm the reported difficult to open or close associated with single gripper actuation issue. The reported difficult or delayed positioning - anatomy and image resolution poor could not be replicated in a testing environment as it was related to patient/procedural/operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and difficult or delayed positioning associated with the clip interacting with the anatomy appears to be related to patient anatomy (small mitral valve and chordae tendineae rich anatomy). A cause for the reported single gripper actuation issue, however, could not be determined. The image resolution poor appears to be related to patient and procedural conditions as some difficulty with visualization was reported due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.